Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned. The investigation was confirmed for self activation based on the received configuration, as the top slide was in the initial position and the bottom slide was in the primed position, meaning the top slide released while the bottom slide was primed. Upon disassembly, it was noted that the cannula tangs were unable to properly lock into position; therefore, the investigation was also confirmed for failure to prime. The investigation was inconclusive for the reported failure to fire and failure to obtain samples, as the device could not be fully functionally tested due to the received configuration and identified issues. The definitive root cause could not be determined based upon available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. (B)(4).

Event description:
It was reported that during a stereotactic breast biopsy into normal density tissue, the cannula of the device allegedly did not fire and only the stylet fired resulting in no tissue samples. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.